Manufacturer narrative:
The patient's infection in march 2021 was reported in MFR. Report # 2916596-2021-04165. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported through the patient outcome that the patient was transplanted. Additional information revealed that the patient was listed as status 3 on the transplant list due to positive cultures from their thoracotomy site. The patient has remained on long-term antibiotics and had been followed by the infectious disease (ID) team after positive cultures were obtained in march. The device reportedly operated as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.